Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's left ventricular (lv) lead, exhibited a single out-of-range pace impedance measurement greater than 2,500 ohms. X-rays show this lead may have moved. The lv lead was reprogrammed from lv tip to rv, the impedance measurements were stable at 650 ohms, and thresholds were <1v. This crt-d and lv lead remain in service. No adverse patient effects were reported.